Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Insulin pump was unable to verify battery out limit alarms due to unresponsive buttons. No traces of moisture were found at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported that the customer experienced battery out limit alarms and malfunctioning buttons on her insulin pump. The battery out limit alarm occurred during normal use and the buttons are not responding. The customer's blood glucose level was 196 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.